Event description:
Reportedly, the surgeon fired the first instrument and noted that the staples were not properly formed and the instrument's anvil was damaged. Then the instrument was loaded with a second sulu and fired. However, the tissue was cut and no staples were placed on the tissue. Therefore, the surgeon had to immediately clamp the tissue and suture the surgical site to complete the case. Procedure: colon resection. Pt status: unk.